Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: sever stenosis l3-4 with left lower extremity radiculopathy. Advanced degenerative disk disease l5-s1. Status post l4-5 fusion, with instrumentation, then removal of hardware. L4-5 level fusion in kyphosis. Sagittal imbalance. Grade I degenerative spondylolisthesis l3-4. For which, patient underwent following procedures: redo laminectomy l3-4 and l5-s1. Posterolateral fusion l3-4 and l5-s1. Segmental instrumentation l3-s1 (revere titanium pedicle screw system). Transforaminal interbody fusion l3-4 and l5-s1. Application prosthetic device l3-4 and l5-s1 (peek cage), 13 mm in height at l3-4, 10 mm in height at l5-s1. Local autograft, mixed with cancellous allograft and rhbmp-2(bone morphogenic protein 2 large kit). Continue with electromyelogram monitoring, ssep monitoring, pedicle screw stimulation. Per op notes, local autograft and rhbmp-2 was packed into the disk space, followed by a 10 mm peek cage. Bone was packed with posterior to the cage. The l3-4 level was then decompressed. The 13 mm cage was impacted into the disk case after local autograft and rhbmp-2 was placed into the disk space. Bone was packed posterior to the cage. X-rays were taken which showed cages and hardware in good position. Local autograft rhbmp-2 and cancellous autograft were placed laterally. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l3-4, l4-5, l5-s1 using rhbmp-2/acs at multiple vertebrae levels. Following the patient¿s surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed subsidence. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.